Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower cabinet failed and went off bus. A field service engineer inspected the station, noting that all drawers in the auxiliary and the adjacent attached 8-door tower were off bus. Inspected the external pyxibus cable to the auxiliary and noted deformation due to crushing. Installed a replacement cable with no resolution of the issue. Further inspection yielded damaged insulation of the internal 7-drawer pyxibus ribbon cable due to contact with the drawer rear panel (sharp edges). The field service engineer installed a replacement internal bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter phone and initial reporter occupation, section g reporting office contact and manufacturing location a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 17-apr-2023 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "aux/ tower cabinet failed - off bus" was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the station was inspected, noting that all drawers in the aux and the adjacent attached 8-door tower were off the bus. The external pyxibus cable to the aux was inspected, and deformation due to crushing was observed. A replacement cable was installed with no resolution of the issue. Further inspection revealed damaged insulation on the internal 7-drawer pyxibus ribbon cable due to contact with the drawer rear panel (sharp edges). A replacement internal bus cable was installed. During dchu visual inspection pn 128361-01: was received with no signs of physical damage, fluid ingress or missing components. Pn 121085-01: was received with the black marks and copper strands exposed. During dchu testing pn 128361-01: was able to establish communication between medstation aux and the hta. Pn 121085-01: further testing was not required due to physical damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "aux/ tower cabinet failed - off bus" was due to a the damaged "assy cbl pyxibus 7 drawer (pn 121085-01) with signs of exposed copper strands leading to the observed thermal damage which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the door not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 7 drawer with signs of exposed copper strands. There were no adverse events or injuries reported based on this event.